Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device alarmed prime during prime test due to moisture damage on force sensor resistor. We were unable to complete functional test due to completely broken reservoir tube lip. The device was received with severely scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 59 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.